Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A literature article written by a surgeon indicated that a patient developed ugh (uveitis-glaucoma-hyphema) syndrome secondary to a soemmerring ring eight years following an intraocular lens (iol) implant. The patient was implanted bilaterally, however only the left eye is affected.